Event description:
A reneagade hi flo catheter was going to be used for a therapeutic ufe. Before the procedure, the catheter split approx three centimeters from the hub. The procedure was completed with another device.